Manufacturer narrative:
The subject device has not been returned to olympus but had been repaired on site. During on-site repair troubleshooting was performed, complete cleaning of camera plug-in electrical connector from dust, functional tests and inspection were performed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the visera 4k uhd camera control unit exhibited communication error 116 and error 113. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the onsite inspection, phenomena e116 and e113 were not confirmed. The event was likely caused by a malfunction of the charge-coupled device, electronic system, or power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.